Event description:
It was reported that the pump touchscreen was delayed in responding to touch input. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.